Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model #507645 implantable pacing lead, implant date (B)(6) 2010; model #d274trk implantable cardioverter defibrillator, implant date (B)(6) 2010; model #0185 competitor implantable tachy lead, implant date (B)(6) 2008. (B)(4).

Event description:
It was reported that there was a sudden change in the left ventricular (lv) lead impedance with the inability to capture. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.